Event description:
Additional information received from the patient reports that the program had to be adjusted. Reprogramming during a healthcare provider office visit were done for the resolution of the urinary incontinence problems in the mornings and feeling stimulation sensation in foot.

Manufacturer narrative:
(B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor, reported they experienced a sudden loss of therapy. They started having problems with urinary incontinence in the mornings in (B)(6) 2015. No falls or traumas were noted. The patient did not feel stimulation and the therapy was on. After increasing stimulation, the patient was not feeling stimulation in the correct area, but rather in their foot. It was not uncomfortable for the patient, but it was different from where the patient used to feel stimulation. No further information regarding cause or actions taken for the event was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.